Event description:
Follow up information identified the patient was re-implanted with an ipg on (B)(6) 2018. Postoperatively, effective therapy was reported.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient was experiencing pain at the ipg site. The patient underwent surgical intervention where the physician noted pus in the ipg pocket site. The ipg was explanted due to infection.

Event description:
Follow up information identified the physician confirmed there was no growth on the cultures taken from the patient¿s ipg site and esr was not elevated.

Event description:
Follow up information identified the physician prescribed six weeks of antibiotics to the patient.